Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The hcp reported that the patient was experiencing stroke-like symptoms including altered mental status, stroke, slurred speech, and facial droop. The hcp reported that it was believed that the patient had strokes prior to the ins being implanted but it was not outright confirmed. No device issues were reported. No further patient complications have been reported as a result of this event. No further patient complications have been reported as a result of this event.